Event description:
The catheter and metal wedge were not firmly attached to the luer adapter and separated during insertion. No surgical removal of the catheter was required as the dr was able to remove the catheter with his hand. The pt had to be re-stuck and was upset. There was no harm to the pt as a result of this incident.

Manufacturer narrative:
The sample is available for eval. Add'l info regarding this incident has been requested. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).